Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction injection via manual injection was administered to address the bg level. The malfunction alarm recurred after resetting the pump. The customer reverted to manual injections for insulin therapy.